Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Patient's other blood glucose value: 445 mg/dl and 319 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was using insulin pump system within 48 hours of reported high bg event. The customer report customer does not allege pump was under delivering. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The device is not expected to be returned for analysis.